Event description:
A non-healthcare professional reported that, during intraocular lens (iol) implant procedure, the product was received defective. No further details were provided.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
As per the additional information received, this file will be closed-cancelled as, lens was damaged by transporter. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received and stated that, the product was received with opened wrap is considered as packaging issue.